Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm venous anastomosis. Approximately 8 months post procedure patient suffered graft thrombosis of left upper extremity. Patient reported to emergency department with bleeding of left upper extremity arteriovenous graft from an ulcerated area. Given bleeding and inability to access graft for hemodialysis, patient treated with right chest permacath placement. Left upper extremity access ultrasound noted occluded/thrombosed arteriovenous graft with thrombus extending into brachial vein. The event was treated with percutaneous intervention. Patient recovered.

Manufacturer narrative:
Update received 17 jun 2025: the patient suffered arteriovenous graft thrombosis of left upper extremity. The area includes the index procedure target lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.